Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's nurse reported via phone call of issues high blood glucose levels. The nurse states the customer was hospitalized for diabetic ketoacidosis. The nurse states the basal rates were set too high. The nurse was advised to have customer call in in order to document incident further and conduct troubleshoot.